Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 532 mg/dl at the time of incident. Customer treated with manual bolus. The customer also reported that the insulin pump had power loss alarm and customer was able to clear the alarm and able to rewind the insulin pump. The customer was using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.